Event description:
A malfunction alarm occurred with the customer's pump during insulin pumping. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to successfully load a new cartridge as the alarm recurred, so tandem technical support assisted by planning to replace the pump, which was still under warranty. The caller was instructed on proper procedures for putting the current pump into storage mode and was advised to use manual daily injections (mdi) as a backup insulin therapy. The customer was also instructed to return the problematic pump using a pre-paid label within 10 days.